Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-13129. It was reported that the right ventricle lead was dislodged. The right ventricle lead was explanted and replaced. During the same procedure on (B)(6) 2022, the right atrial lead was repositioned for unknown reason. Patient was stable.

Manufacturer narrative:
Correction: b1, b2, b5, h1.

Event description:
Related manufacturer reference number: 2017865-2022-13131 it was reported that the right ventricle lead and right atrial lead were both dislodged, verified via x-ray. The right ventricle lead was explanted and replaced. The right atrial lead was repositioned during the same procedure on (B)(6) 2022. Patient was stable.